Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported that sometimes the inner needle of the cutter stuck in the open position and could not cut. It was replaced with a stand alone cutter. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25 ga vitrectomy cutter was returned in a bio-hazard zip lock bag. One bl5325wv pack label from lot v5930 was returned with the cutter. The expiration date on the label is 2017-05. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap not centered with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up preventing cutting and aspiration. Sometimes the inner needle blocks the port window and other times it does not enter the port window. It should be noted that a bent needle could contribute to poor cutting and aspiration performance. The cause of the bent needle cannot be determined.